Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during a coronary diagnostic procedure. The procedure was completed without interruption, as the live monitor on the main unit was functioning normally. It was reported to philips that the system monitor failed to display the live image. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the live monitor on the main unit was functioning without any issues, the sub-monitor, intended for use by personnel other than the doctor, did not display during the event and confirmed the issue to be with faulty extender. To resolve the issue, the fse replaced the faulty extender with a third-party spare part. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was carried out as planned, and the reported issue did not impact the procedure. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.